Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose of 189 mg/dl. The caller stated that the customer felt lethargic as well. The caller stated that the insulin pump was missing the battery cap, and wanted to get a replacement. Advised the caller that a battery cap would be sent. Nothing further was reported.